Event description:
The pt reported that, after changing the battery and insulin cartridge of her infusion device, she rec'd an e10 (cartridge error) message. She stated she then saw that all the insulin in the cartridge had spilled into the compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.